Event description:
New information received indicated that another instance of non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. The patient was asymptomatic. Additional programming changes were made.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. Patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.